Event description:
During an unrelated procedure, the set screw on the device was unable to be tightened. Upon visual inspection, the header of the device appeared to be damaged. The device was explanted and replaced to resolve event. The patient was stable.